Manufacturer narrative:
Sutures.

Event description:
The physician reports that the crystalens trailing haptic tore during delivery using the crystalsert lens injector system. Intervention was performed in order to enlarge the incision, remove the damaged lens, replace the lens and suture the incision. A second crystalens was implanted successfully. Reference MDR:# 2031924-2009-00068.